Event description:
It has been reported to philips that live images were not available. The system was in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that flex pc was failing. The flex pc has been replaced that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there is no live screening, the only input is from the CT part of the system. Fse re-loaded sw of flexvision, but the problem was still persisted and fse swapped over cables from ippc to flexvision, issue still present and fse found that error is with flexvison pc and hard disk. Fse replaced flexvision pc and hdd. After replacement of flexvision pc and hdd the system was returned to use in good working order. The codes were updated based on the investigation outcome.